Event description:
Reporter stated after a blood glucose monitoring device (#1) was found smoking while located in its base; the suspect blood glucose monitoring device (#2) was placed into the base afterwards. Reporter stated the suspect device (2) began smoking as well and there was a burning smell. Reporter alleged there was evidence of smoke damage and burning at the base of the suspect device (#2). Reporter indicated there was no impact to pts or staff and no other damage to surrounding equipment. A request was made for the return of the suspect device (#2) and replacement product was sent. Refer to medwatch 1823260-2005-02649 & 1823260-2005-02650 for alleged damage to blood glucose monitoring device #1 and its base.